Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the common carotid artery (cca) while using the 0.014" enroute wire. The physician placed a patch to cover the dissection.